Manufacturer narrative:
No investigation was performed. No information available regarding the product that was involved. Patient did not provide information for an investigation. Unable to determine root cause or conduct trending analysis. No further action to be taken unless the patient responds with more information. No new risks identified, the current risk is identified with a low rate of occurrence for the reported complaint categories. No correction or corrective action required. The lot history record for the complaint was not available to be reviewed. Unable to determine root cause. The investigation findings do not lead to a clear conclusion about the cause of the reported adverse event.

Event description:
Facebook complaint received: "I got the lap band 2012 and had complications from the start! Mrsa almost immediately after the surgery; the surgeon removed the port and left the band in place. Developed ventral and hiatal hernias; another surgeon removed the ventral hernia. My entire digestive system if off track and I have frequent stomach pain and severe bloating! I look like I'm 9 months pregnant. I also have severe choking from acid reflux caused by the surgery. I'm currently seeing another weight management surgeon who suggested x-rays to find out if the band eroded".